Manufacturer narrative:
H10: testing received a photograph for evaluation. The ch-14 bag spike was inserted into a translucent bottle and skewed in the stopper. There was some label distortion, which is typical of the label being wet, however, there was no visible evidence that the wet label was from the ch-14 bag spike assembly. The complaint was unable to be confirmed and no probable cause could be determined. Additionally, testing did not complete a DHR manufacturing lot review, because the lot number for the product remains unidentified by the customer.

Manufacturer narrative:
The actual device involved in the event was disposed, due to contamination. Additionally, the customer cannot provide a sample of the same device or mating devices for testing and investigation.

Event description:
The customer contact reported that the healthcare provider checked an infusion of carboplatin 100mg; the bottle label was wet with some residue, and an unidentified liquid was found in the protective bag. The sample was disposed of by the staff and the device was replaced, no further issues were identified. There was patient involvement, but no adverse event.